Manufacturer narrative:
Device was returned for evaluation. Cannula insulation was melted at very end and there is a deep gouge in the insulation showing metal; there are also other nicks and cuts in the insulation. Instrument was in use for 3+ years. Our IFU directs user to examine instrument for damage before use.

Event description:
Allegedly, during an ent procedure, the patient received a minor burn on the skin at the entrance of the nostrils. Patient was treated with antibiotic ointment; no other treatment necessary. Procedure completed.